Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was seen in the hospital with a hematoma. It was treated by sealing the bleeders and evacuating the pocket. The patient was then discharged and left the hospital in good condition.